Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were removed and lab capacitors were attached. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly.

Event description:
It was reported that a patient presented in the hospital after receiving a vibratory alert. During the device interrogation capacitor maintenance record confirmed change charge time out. The device was explanted and replaced. No symptoms were reported and there were no adverse consequences to the patient before, during and after the procedure.